Manufacturer narrative:
Evaluation summary: the evercross dilatation catheters were received for evaluation. Per the initial report the first balloon ruptured at a pressure of 3atm and a longitudinal tear was noted in the balloon chamber. A partial radial tear with a longitudinal component was noted in the dilatation catheter. The tear is near the mid-point of the balloon chamber.

Event description:
Physician attempted to treat patient at the iliac primitive using an evercross balloon. IFU was followed. No issues noted prior to use. 0.035 guidewire was used. No embolic protection used. The balloon was inserted in the patient. An inflation device was used. Physician was attempting to inflate the balloon inside an auto-expandable stent in order to conform it. It is reported that during balloon inflation, the balloon burst at 3 atm. The burst was noted to be longitudinal. A second evercross balloon was attempted. It is reported that the second balloon burst during balloon inflation at 8 atm. A third evercross balloon was then attempted. It is reported that third balloon burst at 11 atm. A fourth balloon was used to complete procedure. No patient injury reported.